Event description:
Sorin group (B)(4) received a report that the roller pump stopped and displayed an error during a procedure. The clinician power cycled the pump and it functioned normally for the remainder of the case. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. The serial number was not provided. It will be forwarded when available. The serial number was not provided. Therefore the mfg date is not available. It will be forwarded when available. Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump stopped and displayed an error during a procedure. The clinician power cycled the pump and it functioned normally for the remainder of the case. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer has declined to return the device to sorin group (B)(4) for further investigation or to receive any sorin service. No further investigation is possible. The customer did not provide the serial number of the involved pump. A DHR review could not be performed. However, the issue is related to an s3 roller pump, which was produced between 1994 and 2005. Due to the predicted age of the device, it is unlikely that a DHR review would identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.